Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure using an uphold vaginal support system, the suture broke when the physician was pulling it out of the pt with the capio device after the suture was thrown through the right sacrospinous ligament. The detached needle was caught inside the capio. The doctor did not think the mesh was placed in the optimal location in the ligament, so he removed it and implanted another uphold device, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).